Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilators memory logs and replaced the air (psol) proportional solenoid valve. After repair, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental med watch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator went inoperative and safety valve went open. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Additional code added to section h6 evaluation code result. Correction to section h6 evaluation code conclusion. Device evaluation summary: the proportional solenoid valve (psol) was returned to medtronic for failure analysis. A visual inspection of the returned part showed no anomalies. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. The psol was working normally. Although the service engineer replaced the air psol in the field; the returned component was analyzed and was testing satisfactorily. With the information available a likely cause could not determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.